Event description:
Customer reported, the workstation keeps rebooting on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired bad solder joints on the ps1 power supply board. System operates as intended.